Manufacturer narrative:
Other: the actual component was evaluated at the customer's site. The fse checked all channels: air pressure is approximately 19lbs. Upon follow-up, the customer stated that an asp clinical educator consultant (cec) has advised customer to follow proper procedures. The customer has no further issues with residuals. The customer also stated that the scopes have been used on patients after following recommendations of the cec, and there has not been any injuries or complications.

Event description:
The customer alleged that residual cidex blows out of their olympus scopes after processing. The ap field service engineer (fse) went to the facility to assess the unit.